Event description:
Customer called to report the pump was giving no delivery alarm. Troubleshooting was performed. The no delivery alarms were heard. Also stated the pump was wet inside the reservoir compartment. Drive was not dropped bumped, or exposed to moisture.